Event description:
During a carotid artery stenting procedure to the internal carotid artery, the amiia (4234520w) would not advance over the guidewire (percusurge/medtronic) and the product was stuck with the golden marker of the guidewire before the product reached inside the pt. When the physician tried to retrieve the product from the guidewire, the distal tip of the product separated. The product was not inside the pt; therefore, the separated tip did not remain. The same guidewire was used in the procedure. The vessel had no calcification, severe tortuousity, and unknown % stenosis. The product was clinically used without any adverse consequences to the 73-year-old male pt. The separated tip and catheter will be returned.

Manufacturer narrative:
The product is available; however, it has not been rec'd for analysis. Additional info will be provided within thirty days of receipt.